Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was presented at the hospital with dizziness and chest pain. Upon interrogation the physician observed an oversensing crosstalk, noise and a rise in capture threshold on the rv lead. An x-ray examination revealed the right ventricular lead was dislodged. As a result surgical intervention was taken where the rv was capped and replaced on (B)(6) 2017. Patient was stable after the procedure.